Manufacturer narrative:
The event was reported in error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hypoglycemia. Customer's blood glucose level was 2.5 mmol/l. Customer ate cookies to treat hypoglycemia. Customer reported that the phone alerted no internet, they turned it off and again on it and upload the data. Device will not be returned for analysis.